Manufacturer narrative:
Philips service replaced the battery and released the equipment for use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the equipment failed to start due to sysco board battery below 1v on a integris allura 15 & 12 monoplane. The clinical use of the system was outside of use. There was no reported patient or user harm.